Event description:
The manufacturer received information that a trilogy evo "ventilator inoperative" alarm occurred while the patient was using the device. The patient was switched to manual ventilation using an ambu bag, and the device was replaced by the sales representative. "A visiting doctor reportedly rushed to the site and checked the patient's condition such as their vital(s), then confirmed that there was no health damage to the patient." The event is assessed as a non-serious injury. The device did not contribute to a serious injury or death. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error code in the device download log confirmed a ventilator inoperative condition indicating a generic motor failure. The device's blower motor and system printed circuit assembly board were replaced to address the issue. After repairs were completed, the device passed final testing and was confirmed to be operating normally.

Manufacturer narrative:
The product investigation lab (pil) received a trilogy evo system printed circuit board assembly (pca) with the allegation of a ventilator inoperative error code e-110 in the event log. Pil installed the trilogy evo system pca on the trilogy evo test bed and ran therapy for approximately 1.5 hours and the system pca operates without issue. Pil then started and stopped therapy at a higher rotation per minute (rpm) several times and the blower started each time, and the e-110 did not reoccur. Pil concluded that the system pca operates as designed. Pil received a trilogy evo blower assembly with the allegation of an e-110 in the event log. Pil installed the trilogy evo blower assembly on the trilogy evo test bed and ran therapy for approximately 2 hours, and the blower operates without issue. Pil then started and stopped therapy at a higher rpm several times and the blower started each time, and the e-110 did not reoccur. Pil concluded that the blower operates as designed.